Event description:
During a routine check, the customer found the iabp with a note saying that the iabp generated a "leak in iab circuit" alarm. No patient injury was reported.

Manufacturer narrative:
The company representative observed that on (B)(6) 2013, a "leak in the iab circuit" alarm was logged on the iabp journal, but he was unable to duplicate the reported problem. The iabp was performance tested with test balloon and a trainer. Performed calibration, functional testing and safety check to factory specifications. It functioned normally and was returned to the customer. (B)(4).